Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found no anomalies. Visual inspection found the helix to be partially extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
Related manufacturer reference number: 2017865-2021-31093. Related manufacturer reference number: 2017865-2021-31098. It was reported a patient's implantable cardioverter-defibrillator (ICD) presented with inappropriate shocks due to incorrect interpretation of signal. The atrial lead had no pacing, no capture, and no sensed p-waves. A chest x-ray showed that the atrial lead had dislodged. The patient also had phrenic stimulation due to the left ventricular lead. In a procedure on (B)(6) 2021, the ICD and atrial lead were both explanted and replaced, while the left ventricular lead was capped within the same operation. Post-procedure the patient was stable.